Event description:
It was reported to philips that the ac module intermittently fails to charge the battery and the corresponding led light would turn off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.